Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.2, b.5., d.1., d.2., d.4., d.7., d.10., g.1., g.5., h.3., h.4., h.6.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii, "double capsule, inflammation and lymphorrhea".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, red particles in the surface of the shell. No openings observed in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, double capsule, inflammation and lymphorrhea. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture and capsular contracture, baker grade unknown for an unknown side. The device has been explanted.